Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose. The customer¿s blood glucose was above 400 mg/dl at the time of the incident and current blood glucose was 84 mg/dl. The customer¿s blood glucose was 40 mg/dl last year. The customer was treated with glucose tablets for low blood glucose. The customer had symptoms such as numbness in hand and fingers. The customer declined troubleshooting for high and low blood glucose. The customer was advised to contact health care professional. The insulin pump will not be returned for analysis.